Event description:
Patient's mother called rn to room. Bard miniloc huber needle (female end of luer lock) broke off rest of line with needle intact. Patient was immediately re-accessed. Line flushed well with blood drawn back. Mom at bedside during procedure. Miniloc needle examined by clinical engineering. Appears tubing came unglued from luer lock end. There are on-going issues with miniloc needles. Bard has verbally said they changed the manufacturing gluing process in april 2008, and sent us all new needles to replace old stock. Replacement began in inventory control on 5-8-08====================== manufacturer response for safety infusion set, miniloc======================bard has said they changed the manufacturing procedure in april 2008. We changed out all our lots and have not had a problem since we changed.